Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) perforated the 5f non cordis sheath while inserting. "Material" with sheath and exoseal device was completely removed and the procedure was completed with manual compression for fifteen minutes, via ultrasound. Hemostasis was achieved with manual compression without "ap" for vascular lesion. There were no serious consequences, no damage to the patient. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) of "afc right" using a retrograde approach. The device was used in an interventional procedure. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture femoral site was normal, controlled with angiography at the beginning of the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was kinked/bent upon removal. The exoseal perforated in the bend of the sheath. The sheath was flushed prior to insertion of the vcd. No excess force was applied during insertion. A non-sterile unit of ¿vascular closure device - 5f¿ and unknown catheter sheath introducer (csi) were received. Per visual analysis, the devices were found with the following conditions: the shaft of the exoseal vcd was puncturing/perforating through the cannula of the sheath. Additionally, the device was exposed to blood. No other damages were observed on it. The deployment lever of the exoseal device was not depressed, and the plug was present on the delivery shaft with the indicator wire deployed and bleed back port at the undeployed position. The indicator window was received in white/black position and the guard was found locked. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct delivery shaft outer diameter (od) by taking measurements at three places and comparing to the specification. Dimensional analysis results were found within the spec. Functional analysis was performed by using a lab sample catheter sheath introducer (csi) of the proper french size. During the insertion/withdrawal process, the delivery shaft was inserted into the lab sample csi, and the vcd properly locked onto the csi as expected with no resistance or other anomaly noticed. The reported event of ¿vascular closure device (vcd)-impeded-perforated sheath¿ was confirmed through analysis of the returned device. However, the exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors, such as excessive force when inserting the exoseal into a kinked sheath, likely contributed to the exoseal perforating the sheath as evidenced by the damage/puncture in the middle section of the received csi¿s cannula, especially since there were no anomalies noted during dimensional/functional analysis of the exoseal. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3, b5, b7, d10, g3, g6, h2, h3, h6, and h10 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) perforated the 5f non cordis sheath while inserting. "Material" with sheath and exoseal device was completely removed and the procedure was completed with manual compression for fifteen minutes, via ultrasound. Hemostasis was achieved with manual compression without "ap" for vascular lesion. There were no serious consequences, no damage to the patient. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) of "afc right" using a retrograde approach. The device was used in an interventional procedure. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture femoral site was normal, controlled with angiography at the beginning of the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The sheath was kinked/bent upon removal. The exoseal perforated in the bend of the sheath. The sheath was flushed prior to insertion of the vcd. No excess force was applied during insertion. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) perforated the unknown sheath while inserting. "Material" with sheath and exoseal device was completely removed and the procedure was completed with manual compression for fifteen minutes, via ultrasound. Hemostasis was achieved with manual compression without "ap" for vascular lesion. There were no serious consequences, no damage to the patient. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty (pta) of "afc right". The device was used in an interventional procedure. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The sheath was kinked/bent upon removal. The exoseal perforated in the bend of the sheath. The sheath was flushed prior to insertion of the vcd. The device will be returned for evaluation.